Manufacturer narrative:
An event of obstruction of the left coronary artery upon valve-in-valve procedure was reported. It was also reported that the patient expired under surgery for a coronary artery bypass graft due to 75% reversible ischemia of the left ventricle myocardium. Information from field indicated that the left leaflet of the trifecta valve was pushed against side by the 23 mm portico valve resulting the obstruction of the left main coronary artery. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1025 - portico valve-in-valve retrospective registry, patient site ID: eu2115: (B)(6) . It was reported that on (B)(6) 2021, a 23mm portico valve was successfully implanted in a patient using a small flexnav delivery system. The patient had remained hemodynamically stable throughout the procedure. There had been no difficulty experienced implanting the valve, but a post-implant dilation was performed. There was no clinically significant delay in procedure reported. It was noted post-operation that the patient had a groin hematoma and an increased hemoglobin levels due to bleeding from the contralateral (non-tavi) puncture side. The decision was made to transfuse the patient with 2 units of red blood cells containing saline, adenine, glucose and mannitol (sagm). On (B)(6) 2023, the patient was re-admitted to the hospital due to low hemoglobin levels and light chest pain. The patient was again transfused with red blood cells. The cause of the patient's light chest pain is unknown, but a possible partial coronary obstruction can not be excluded. The cause of the patient's low hemoglobin was due to the minor groin hematoma. It was noted that on (B)(6) 2021, the patient passed away under surgery for a coronary artery bypass graft due to 75% reversible ischemia of the left ventricle myocardium. It was also noted via rubidium positron emission tomography (pet), that there was a very large reversible perfusion defect involving the entire anterior and lateral wall and adjacent septum and rear wall. It was confirmed via coronary angiography, that there was mild atheromatous of the right coronary artery without stenosis and retrograde collaterals from the posterior descending artery to the left anterior descending artery. It was also noted 5 months post valve-in-valve procedure, that there was a partial obstruction of the left main coronary artery caused by cusp material of a 21mm trifecta valve that was implanted on an unknown date. The left leaflet of the 21mm trifecta valve was pushed against side by the 23mm portico valve resulting the obstruction of the left main coronary artery. There is no allegation of malfunction against the 23mm portico valve or procedure and the death is not attributed to the 23mm portico valve or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.